Event description:
It was reported by the surgeon to the sales representative that the patient is now unable to bend her knees. After reviewing the patient's radiographs, the surgeon reported that the implant is not "blocked," or preventing the patient from bending her knee. The device was successfully implanted on (B)(6) 2014 with no concerns reported at that time.

Manufacturer narrative:
A review of the manufacturing history records confirms that the device was manufactured to specification with no abnormalities or deviations. A review of the complaints history identifies no similar reported complaints for the previous 24 months. After reviewing the radiographs, the surgeon reported that the implant was not blocked, and therefore not the reason for the patient being unable to bend her knee. Although the company requested copies of the x-rays, the radiographs have not yet been provided to stanmore implants worldwide. The surgeon has not provided any additional information after stating there was no device failure. The surgeon has stated that there was no device failure, however he has not provided any additional information. The currently available information is insufficient to permit a conclusion as to the root cause of the reported event. If additional information is received, a supplemental report will be provided.